Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2017, initial surgery of ''aequalis perform glenoid'' was performed. After the surgery, the patient visited the hospital several times, but there was no abnormality. In the meantime, he fell down several times and had an x-ray examination in (B)(6) 2019, but found no problem. (B)(6) 2019, the patient visited the hospital for pain and after the examination, it was confirmed that the glenoid peg had fallen out. (B)(6) 2019, revision surgery was performed. The four holes for the glenoid peg looked good and only the glenoid peg was falled out, but it wasn't deformed or damaged. Since the cause was unknown, it was judged that the peg glenoid should not be added again, and the surgery was completed and the glenoid area was left as it was."